Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. This product is not available for testing and evaluation. Add'l info received will be submitted within 30 days upon receipt.

Event description:
Percutaneous coronary intervention (pci) was being performed on a 90% de novo lesion in the distal left circumflex. The vessel was described as neither calcified nor tortuous. A guidewire was inserted and crossed the target lesion. Pre-dilatation was done with an unidentified balloon from the circumflex through the posterior descending artery (pda). Then a 2.5 x 18mm cypher stent was deployed in the pda. A 3.5x23mm cypher was implanted in the distal left circumflex. While deflating the balloon catheter of the second cypher, the physician felt slight friction. He continued to retrieve the stent delivery system (sds) and leakage of the remaining contrast medium was not confirmed. When the sds was removed from the pt, the physician observed blood flowing into the inflation device and confirmed a slight burst on the balloon. There was no reported pt injury. The product was clinically used, but the product will not be returned for analysis due to the pt's infection disease.